Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va10qsr, implanted: (B)(6) 2016, explanted: (B)(6) 2016 product type: lead.

Event description:
It was reported by the healthcare provider (hcp) via the manufacturer representative (rep) that the implantable neurostimulator (ins) and lead were explanted on the day of the report since it appeared that the pocket was infected. It was indicated by the hcp that there was a dime-sized opening the pocket with tissue coming out; the patient had angioedema. The hcp decided to explant based on appearance and risk factors. The lead came out with no effort which led the hcp to believe that the lead path was infected. It was noted that the hcp was going to give the patient two months to heal, and then reimplant at a later date. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.